Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: procedure: after setting the first sulu on idrive handle no problem was confirmed in closing and opening the jaws. When the device was clamped on the tissue and the green button was pressed with jaws closed the blue indicator lamp was lit up. The reload would not fire. After loading another sulu on the same idrive handle no problem was confirmed to complete the case. The device could be removed properly from the tissue. Operating time extended: less than 30 min. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. Patient info gender: male, age: unknown, weight: unknown.